Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the unit found arching damage on the 18 pin wand port. No manufacturing abnormalities were found on the controller. Functional evaluation revealed when testing the unit using the 18 pin wand the output voltages did not fall within specified ranges, no voltage outputs were able to be recorded. Further testing using the 18 pin wand found the unit displayed an f4 error when testing the temperature and no temperature readings could be recorded. Testing with the 27 pin wand found that all ablation and coagulation output voltages fell within specified ranges. The unit was opened and found nothing loose or damaged inside. The complaint was verified and the root cause was determined to be an electrical component failure. Factors includes: 1. A power surge or power interruption to the subject controller, 2. Using an improper power cord or improper extension cord, or a loose power connection, 3. An issue with one or more of the concomitant devices in use at the time of this complaint event.

Event description:
It was reported that during an unknown procedure the connector on the left side was burned out. The procedure was completed with a backup device with no delay or patient injury reported. Information received of device evaluation confirm arcing damage on the connector port.